Manufacturer narrative:
The cap was evaluated and it was in accordance with the specifications. However, if the central axle cap is removed and then put back multiple times, this cap can be damaged and the fit can become lose. The cap was replaced on the surgical light.